Event description:
It was reported that insufficient roll off occurred. A rf3000 radiofrequency generator and an rf probe were selected for a radiofrequency ablation procedure. During the procedure, roll off occurred after 24min. Ablation seemed to take longer than expected before reaching roll off, without the lesion having any particular characteristics. No patient complications were reported.